Event description:
Rn was assisting pt into bed; t-port of IV lock separated at its connection (at tubing and male adaptor junction) causing blood to back up and IV system open (potential infection at entry site).